Manufacturer narrative:
On (B)(6) 2017, a tandem clinical diabetes spoke with the contact and customer's healthcare provider and the customer was to try using a different type of infusion set. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated and the customer was hospitalized for diabetic ketoacidosis (dka). The contact had no additional information regarding the event. The contact thought that the pump may be the cause of the event; however, no specific issues were observed with the pump supplies. As the event had occurred in the past, troubleshooting could not be performed.